Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-3636h self-bunching hip knotless 1.8 fibertak was placed and shuttled using the standard technique. The shuttle stitch was checked and confirmed to be sliding freely, but during the actual shuttling of the repair stitch, the shuttle stitch broke. This issue was discovered during a procedure on (B)(6) 2025. Additional information was received on 29-dec-2025: this occurred during a hip labral repair procedure. All fragments were retrieved. The case was completed using a replacement ar-3636h self-bunching 1.8 knotless hip fibertak soft anchor. The case was delayed; however, the duration and whether additional anesthesia was administered are unknown.